Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on (B)(6) 2015 for further investigation. During the investigation the fse performed power supply dc levels and it passed. The main board and driver board fuses were checked and were ok. Individual subassembly electronic testing produced failure with test cup reader (sample lane). The fse installed a replacement test cup reader, aligned and tested calibration which resulted in passing results. Fse performed ran daily maintenance, cup reader testing and ran customer controls. All testing was completed with passing results. Instrument is functioning as intended and was released. The most probable cause for this event is the test cup reader in sample loader. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On the (B)(6) 2015 the customer reported error 3139 analog +15v low. Customer indicated that it was plugged into ups. The customer tried to reboot the instrument and performed background, same error occurred. Customer requested service in order to address the reported issue which resulted in delay reporting of results for bhcg, ckmb and ctni2. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results